Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down and removed a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens, into the patient's right eye on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The problem was resolved. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, "another lens will be implanted but the timing of the operation is uncertain."

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens, into the patient's right eye on (B)(6) 2020. The lens was implanted and removed intra-op within the same surgery due to the lens implanted upside down. At post-op elevated iop was observed due to postoperative medication. "After adjusting the medication, the patient felt normal and did not return to the hospital for examination again." Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional information. D10 - injector model#msi-pf,lot#unk, cartridge model#sfc-45,lot#unk, foamtipplunger model#ftp,lot#unk. Claim# (B)(4).